Manufacturer narrative:
The frame extension for the anti tipper has fractured off. The action 4 ng is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
The frame extension for the anti tipper has fractured off. The action 4 ng is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).